Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis shows incorrect information of the patient. A technical support specialist, after running a patient cast query on the server, found that the transfer message had failed to process and advised the user to get epic to discharge and re-admit the patients with the correct details. The user along with the interface team has worked and resolved the issue. After following up, the user mentioned that everything was good. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis¿ es server, patient transfer not communicating through server, where nurse unable to issue medication. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.